Manufacturer narrative:
(B)(4). A partial lead with the middle section measuring 6.0cm was returned for analysis. External insulation abrasion was noted at 3.2-5.5cm from the reference end, consistent with lead friction to the ICD. One rv cable was broken and melted and the etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.

Event description:
It was reported that a patient with cardiac arrest presented to the emergency room. Patient presented ventricular tachycardia which was resolved with external fibrillation. Upon device review, unspecified reset mode was observed and hv therapies were disabled. The device was successfully restored and the therapies were enabled. The patient had since gone into a coma and was kept in the hospital in the ccu. While the patient was comatose, the device was interrogated. Low, out of range, high voltage lead impedance was observed. On the next day, the patient had ventricular tachycardia and an external shock was delivered. The device went to reset mode a second time with hv therapy disabled. Upon review, record showed that the vt was detected by the device but no therapy was delivered. When the patient recovered sufficiently, device and lead were replaced. The ICD was explanted and the lead capped. On the capped portion of the lead, insulation abrasion was observed. Patient was asymptomatic during and after the procedure.